Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report.the insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.